Event description:
The customer reported that the device sealed and cut, but then the knife blade became stuck and would not retract. The device was removed by hand without any injury to the patient. The device was returned for investigation with the clear insulation damaged, and the device failed hipot.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the knife was trapped and contained within the jaws. Additionally, the clear insulation damaged. The customer reported that the device sealed and cut, but then the knife blade stuck and wouldn't retract. The reported condition was confirmed. The jaws were stuck shut due to the knife trapped within the jaws. The knife would not extend or retract when the trigger was activated. The knife was trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The sample was activated on simulated tissue with acceptable results. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. An additional failure was found during the investigation, the clear insulation damaged. The additional findings did not contribute to the reported condition, however then sample failed hipot testing. The investigation identified the root cause of this event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings.